Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss.

Manufacturer narrative:
Product analysis confirmed device malfunction as the probable cause of the event, as fluid loss from the cylinder would cause the device to malfunction. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, where problems were traced back to fluid leak without any design or manufacturing issue. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence. Product analysis confirmed a product malfunction. A fluid leak confirming the reported events was identified due to due to fatigue and input tube wear. Product analysis did not confirm a device malfunction with the reservoir. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific.

Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 700 inflatable penile prosthesis due to fluid loss.